Event description:
It was reported that an asymptomatic patient was presented in the clinic and upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. The device remained implanted.